Event description:
Loss of use of legs (unable to walk) [abasia]. Fall [fall]. Ankle injury [joint injury]. Knee stiffness [joint stiffness]. Pain in knees [arthralgia]. Knees swollen [joint swelling]. Pain during injection [injection site pain]. Case description: spontaneous report received on 04-feb-2009, from a female consumer, birth date not reported, initials (B)(6), medical history not provided, who experienced leg pain, leg swelling, and loss of use of legs after receiving synvisc. The patient received a series of synvisc injections to an unspecified knee(s), on unspecified dates in (B)(6) 2008, who experienced "pain, swelling, and general loss of use of my legs" after receiving the most recent synvisc series. She stated that she had been using synvisc for several years and was very happy with the results; however, she was now wondering what course of action she might take when her next series or injections came due in (B)(6) 2009. At the time of this report the patient's outcome was unknown. Additional information from the patient was received on 09-feb-2009. The patient reported that she received a series of synvisc injections into both knees in (B)(6) 2008. She received the first injections on (B)(6) 2008. She stated that on (B)(6) 2008, the day before her second injections, she fell and twisted her ankle. On (B)(6) 2008, she received her second injections of synvisc into both knees and reported the injection in the left knee was very painful. About one week later she experienced left knee stiffness and refused her third synvisc injections at that time. Her doctor performed an x-ray that was negative. On approximately (B)(6) 2008, the patient received her third injection of synvisc into both knees. Later that day the she reported that both knees were swollen. That night she awoke with pain and stiffness in both knees and she was unable to walk. The patient reported that she was prescribed a prednisone dose pack, and within a day her pain and swelling began to improve. No other information was available.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.